Manufacturer narrative:
This investigation is complete. Upon further information this investigation will be updated.

Event description:
It was reported that a review of a save to disk was sent to technical service (ts) due to noise on the right ventricular channel when it comes to this device. A review by ts noted that there were two events recorded and the noise seen was consistent with air entrapment in the device header. Ts noted once the pressure would have being equilibrated inside and outside the body, there would be no noise observed. Ts recommended to carefully review the arrhythmia logbook upon next patient in-clinic visit. The device remains implanted. No adverse patient effects were reported.